Event description:
True/lok frame was applied for treatment of charcot foot with corrective osteotomy. Approximately 5 weeks into the treatment, the 150mm foot plate broke on one side at the foot plate and extension interface. Some misalignment of the treatment site was noted and one of the wire lost tension. The patient was brought back into the doctor's office where the surgeon realigned the treatment site, applied another extension plate over the broken foot plate site to keep it in place and retensioned the wire. The patient continued treatment with the same true/lok frame.